Event description:
Information received a smiths medical implantable ports/deltec power port-a-cath ii ports tube was defective. This was discovered during a operation to implant the device. The complaint states another device was implanted and no patient harm. Unknown if the defect was noticed before implantation and another kit was opened.

Manufacturer narrative:
One power port-a-cath ii was returned for analysis. No discrepancies were found to the port tube or the catheter tip upon visual inspection. A port from manufacturing was taken and connected to the returned catheter for functional testing. The catheter was connected into the bottom of the tube with no difficulties. Relevant documents and the manufacturing process were both reviewed and deemed adequate. Visual inspection of personal and verifying that personal were putting the proper components in the tray were review; no discrepancies. No problems were observed and an audit of 32 units was done. Based on the evidence, the root cause is unknown as the complaint was not confirmed.